Event description:
The hcp reported the pt was experiencing "withdrawals." A dye study and rotor study were done with the report the rotor "moved as it should have." At the pump refil, the estimated reservoir volume was 3ml and the actual was 17-18ml. The hcp withdrew all the morphine and refilled the pump with saline. The pt is reported to be "out and about on his own" and is being supplemented with oral medications. A catheter revision is scheduled for 10/6/2005.